Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : based on the information received and the investigation performed, the cause of the complaint is unintended disassembly of the components. The definitive cause of the failure can ultimately not be determined. A potential cause is weakening of the weld joint during repeated use, causing the instrument to disassemble during transport. Based on the complaint it is unclear if parts were disassembled in situ or after when they were received in processing. The event will continue to be monitored per the applicable pms plan and monitored for triggers. No corrective action is required. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Weld holding jig adjusting screw has cracked and is no longer holding adjusting screw to jig.